Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6); product type recharger h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed that there was a recharge antenna failure, antenna test temp. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. Pt rep. Did not have external equipment so serial number could not be collected. The reason for call was pt rep. Said about a couple of months ago, pt said the implanted neurostimulator(ins) would not charge and the recharger antenna (rtm) was getting hot to the touch, so mdt rep was contacted about a month ago and mdt rep. Replaced the pt's recharger antenna (rtm). Now, the rtm would charge the ins for 2 minutes and then say "it cannot find the device." Pt rep. Said the pt charged for 2 hours and the ins only incremented 10%. Pt rep. Was not with the pt and did not have external equipment with them. Pt rep. Will call back with external equipment to troubleshoot with pt. Pt rep called back with equipment available for troubleshooting. Caller repeated information previously documented. Caller said the controller was sometimes 'flukey' with recharging from ac power, but pt confirmed their replacement controller charged just fine. Pt rep said the recharger might not be getting hot to the touch, which contradicted previous report. Caller confirmed no damage visible to controller port nor recharger cord/plug, however the paddle on the recharger appeared to be old/worn (like someone put the paddle on concrete). Caller reported pt's controller was an older one (rep had told them that when was replaced). When pt was out of earshot, caller said they were worried the issue might be with pt's ins. A new recharger was requested. Additional information was received from the pt rep. Pt rep called back and said they received the new rtm, but when they unplug controller from rtm, they see no device found. Pt rep stated they tried resetting controller but that did not fix issue. During call, they saw no device found but when they plugged rtm in and hit on recharge, controller was at 80% and ins was at 80% and recharging excellent. Pt rep stated pt could not feel the stimulation, patient services (ps) assisted pt rep in making sure that the stimulation is on. Pt rep then increase stimulation on program 1 from 3.8 to 4.4. They continued to increase stimulation on programs 2 and 3 as well and pt stated they could feel stimulation. Pt rep stated that they had to adjust stimulation once before as well, and pt did not remember when that was. Ps redirect caller to their manufacturer representative (rep) to help them with unpairing and pairing the controller again. Os also suggested they discuss with rep that the stimulation needing to be increased as pt rep wondered why they had to do increase stim once before.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.